Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running light emitting diode and damage to the controller housing was unable to be confirmed. The system controller (B)(6) was not returned. Log files were not provided. Provided information indicated that the controller was damaged and it was planned to be replaced. Provided information also indicated that the controller was disposed of and will not be returned. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook, document are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The IFU section 6, entitled ¿patient care and management¿ and the patient handbook section 4, entitled ¿living with the heartmate 3¿ addresses the system controller¿s carrying options, how to properly place the system controller into each carrier and emphasizes the designs specificity for the device and level of activity. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the existing low flow system controller was damaged and planned to be replaced with a new low flow controller. The green pump running symbol was dim and there was significant wear to the outer housing of the system controller. The system controller was disposed.